Event description:
A pt reported experiencing inaccurate erratic results with one touch profile meter. The pt's blood glucose results were 105, 130, and 150 mg/dl. Tests were done within 10 minutes with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.